Event description:
It was reported the patient presented for implant procedure. After surgery, the leadless pacemaker (lp) lost telemetry during programming. When telemetry was re-established, the programmed settings had changed. The lp was successfully restored to normal parameters. There were no patient consequences.

Event description:
Related manufacturer reference number: 2017865-2024-72874.

Manufacturer narrative:
The reported complaint of being unable to interrogate the aveir dr system during finalization was confirmed through remote trouble shooting and/or review of session records and merlin logs. When the programmer experiences a telemetry break, it inadvertently misconfigures the active rv lp as new ra lp. The root cause has been identified in the programmer software. There was no device malfunction.